Event description:
It was reported to philips healthcare that the heartstart mrx froze at opcheck during charge button test, and noted the charge button works in monitoring mode. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.